Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation resulting in poor sample quality in an unspecified number of devices. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos and one video for investigation. The analysis of the media indicated poor gel barrier separation. Upon visual inspection of 100 retained samples, no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of september 2025 therefore additional testing were performed. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation resulting in poor sample quality in an unspecified number of devices. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.